Manufacturer narrative:
A functional test revealed the device would not stay firmly locked. Further evaluation found the pinch plate to be warped which in turn impacts the devices inability to lock.

Manufacturer narrative:
H10/h11: the initial incident report was submitted with incorrect manufacturing site information and registration number 1643264 (s+n oklahoma). The correct manufacturing site information and registration number is 1219602(s+n mansfield). Corrected data: d3 and g1 manufacturing site name, address and contact information.

Event description:
It was reported that during surgery, the device would not lock. The device would not hold patient leg in position while all arthroscopy instruments inside the knee. The procedure continued with the use of the device, since it was under sterile drape and very difficult to maintain sterility and ¿switch out¿ during the case. There was no delay and procedure was completed with the same device.